Manufacturer narrative:
(B)(4). Batch #: r92d65. Additional information was requested and the following was obtained: an error message was displayed : "number of uses exceeded". Pre-test passed ? : unk. The device worked before to stop. No patient consequences. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. In addition, it was received with the gold ring and nose cone slightly separated. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. Due to de condition of the device returned we were unable to investigated further no uses remaining replace handpiece as reported. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device is out of service, maximum use. No further information available.

Manufacturer narrative:
(B)(4). Batch #: r92d65. Additional information was requested and the following was obtained: an error message was displayed : "number of uses exceeded". Pre-test passed ? : unk. The device worked before to stop. No patient consequences. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. In addition, it was received with the gold ring and nose cone slightly separated. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. Due to de condition of the device returned we were unable to investigated further no uses remaining replace handpiece as reported. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device is out of service, maximum use. No further information available.